Manufacturer narrative:
It was reported that once fully assembled, the bell did not sit flush with the base. They were able to see light through two separate areas, which raised concern that the clamp would not have created adequate pressure leading to bleeding or other complications. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that once fully assembled, the bell did not sit flush with the base. They were able to see light through two separate areas, which raised concern that the clamp would not have created adequate pressure leading to bleeding or other complications.